Event description:
A journal article was reviewed that contained information regarding a left ventricular pacing lead. The failure mode noted in the article was t-wave oversensing due to reverse ventricular remodeling increasing the lead redundancy. The device was reprogrammed and t-wave oversensing was no longer observed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature and no user facility follow-up is possible without product identification. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: chia pl, subbiah rn, kuchar d, walker b. Unusual adverse consequence of reverseventricular remodelling following cardiac resynchronization therapy. Europace. August 1 2012;14(8):1216-1217.